Manufacturer narrative:
No product problem detected. When the cover screw is tightened, the implant is dislocated through the schneidersche membrane into the maxillary sinus. Implant had to be removed in the same surgery. Another surgical intervention wasn`t necessary. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
When the cover screw is tightened, the implant is dislocated through the schneidersche membrane into the maxillary sinus.